Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs showed no evidence that the device stopped ventilating. The log appears to indicate that the user did not configure the vent for the patient's settings. This would mean that the vent would have been running on backup mode. When the device is in backup mode, it alerts the user with audible and visual alarms. It is unknown if the user may have thought the vent was not working because of the backup settings. Apnea backup settings should be configured by the user for the individual needs of the patient. No trend is associated with reports of this type.